Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description. No details have been obtained in regards which part turned out to be the source of the issue or if the issue has been resolved. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. There was no patient¿involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-s. - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s. - corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4)